Manufacturer narrative:
This an initial report. The product has been requested back for investigation. A final report will be submitted when the investigation is completed.

Event description:
Customer reported receiving a reading of 240 mg/dl on their freestyle blood glucose monitor. Customer gave himself insulin based on this result. Customer experienced symptoms of hypoglycemia and could not function properly. Paramedics were called, customer was diagnosed with hypoglycemia and an IV treatment of glucose was administered in order to stabilize glucose levels. Please not that the customer reported that their test strips were expired and that the meter was incorrectly calibrated.